Event description:
Note: the report pertains to the 2nd of 3 complaints opened against an event that occurred during a single procedure. Refer to manufacturer report #'s 3005099803-2008-6230 and 3005099803-2008-6232 for additional information. It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a polypectomy procedure performed six days prior, (male patient; age and weight are unknown). According to the complainant, the clip would not detach from the delivery system to complete deployment. The clip did not fully grasp the tissue at base of polyp and had to be removed by pulling the device away resulting in a 'trickle' of blood. Procedure completed with a different device (unknown product). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The resolution clip device returned and was evaluated for the reported failure. Visual evaluation found that the clip assembly was deployed and not returned with the device. According to the evaluator, "the bushing was located inside the over sheath approximately 0.25" from the distal end." The control wire was separated per design. The complaint description and device evaluation findings did not align; therefore, the complaint was not confirmed.